Event description:
It was reported that the user experienced persistent hyperglycemia with meter readings in the 400s while the ilet pump displayed ¿high¿ glucose and the dexcom g7 appeared within expected accuracy, following discovery of an infusion occlusion and a subsequent full supply change including cartridge replacement, tubing fill, and pump rewind with successful insulin delivery resumption. Symptoms included hyperglycemia. Outcomes included no injury requiring medical care and no hospitalization. Investigation included customer service troubleshooting with guided infusion set and cartridge replacement and device use review. Investigation of this case revealed an initial infusion delivery issue consistent with an occlusion and subsequent elevated glucose despite corrective actions, with the device continuing to report high glucose; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.